Event description:
During a coronary artery bypass graft procedure, while incising the chest, the use of an electrocautery led to a burn in the area of the left groin due to conduction by the metal retractor here. The rounding pad was located on the upper arm. A second electrocautery handpiece had been used on the lower extremity without apparent incident.